Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the hypothermia machine, design to maintain the child¿s body temperature precisely at 36c for 24 hours was unable to reach a temperature above 35.6c in an arctic sun device. The water did not heat above 31.7c, while the upper limit was set to 40c. The flow rate was good. The valve loop was properly placed. Arctic sun 5000 sn (B)(6) is experiencing a technical issue. They have isolated it and a technician visit is needed to assess the problem.